Manufacturer narrative:
Initial reporter address:(B)(6). Additional initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (2) 250ml non-dehp fluid path intravia containers had the rubber part where the bag was spiked come off and remain on the blunt cannula needle. This was observe when the nurse was transferring reconstituted solution to the bag. There was no a patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.